Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00632. This report is being submitted to correct the investigation findings. The referenced report of history of driveline infection is covered under medwatch MFR report#2916596-2017-02074, medwatch MFR report# 2916596-2017-03361, and medwatch MFR report #2916596-2018-00002. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The hm3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room (ER) with driveline exit site pain. The customer stated that the pain was due to an ongoing (B)(6) and coagulase-negative staphylococcus (cons) driveline site infection which was being treated for suppression. The patient received intravenous antibiotics for the infection. As of (B)(6) 2018, the patient was at home on ongoing supportive treatment. No additional information was provided.